Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was moderately tortuous. This 6.0 x 40, 40cm mustang balloon catheter was selected and advanced. Upon the first inflation the balloon ruptured at 18atms. The procedure was continued with a different device. No patient complications were reported and the patient's status is stable.